Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/14/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked from the thread area to the case seal and the battery compartment threads were damaged. Unrelated to the initial complaint, it was observed that the returned battery cap had damaged threads. The pump was able to power on with the returned battery cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.